Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer wanted to know if the result with high 'a' error can have the result suppressed and not cross the laboratory information system (lis). The ccc specialist informed the customer that the value with high 'a' error is always transmitted to the lis along with the flag. The customer needs to check the dimension printout or test results screen for the flag and address it accordingly. It was determined that only two tests were left on the flex when the low result was generated. Quality control for hcg was within acceptable range. Auto-dilution did not occur potentially due to dirty cuvette windows. A siemens headquarters support center specialist reviewed the event data and indicated that as per dimension exl operator's guide, "high 'a' error indicates the absorbance at the measurement wavelength was higher that the limit set in the system software for that assay. Manually dilute the sample and rerun the assay. Make the smallest dilution possible to bring the result down into the assay range. Enter the dilution factor as a whole number on the enter sample data screen and the instrument will multiply the result by this factor." The customer was informed that results flagged with high 'a' should not be reported. The cause of the discordant, falsely low hcg result flagged with high 'a' error being reported to the physician(s) was due to the use error. The issue was resolved by performing manual dilution for the sample in question and obtaining acceptable result. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low flagged result for human chorionic gonadotropin (hcg) was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was manually diluted with 1:10 dilution factor and tested on the same instrument, resulting higher. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.